Manufacturer narrative:
The actual complaint product was returned for evaluation. The actual complaint product was returned for evaluation. One used sample was returned with a product label. The position of the thumb valve did appear to be fully upright (closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard, indicating there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue. No suctioning was noted when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4) the actual complaint product was returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the closed suction catheter was "leaking" and as soon as they take the device off the patient, the leak stops. Additional information received on 12-feb-2016, the catheter continued to suction when it was in the closed position and the ventilator alarmed. The harm or injury that is immediate is the fact that the pediatric patient is not getting their complete breath or the breath is being partially removed, which causes the patient to decompensate. No additional information available.